Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that on saturday at 1: 00 in the morning the implant shifted and created an incredible burning, horrid pain. Patient said it took about an hour for the intense pain to stop. Patient mentioned that the pain seems like if somebody used a hot iron in their buttock. Patient used ice and pain medication and it took until tuesday for the pain to calm down. Patient also mentioned that now it was not as painful, but it has been an extremely difficult experience. Patient mentioned that they have bladder control and feel like a normal person. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient has a follow up appointment with hcp in a couple week. Patient spoke with their general practitioner (gp) who checked the incision and told them that there was no sign of infection, the gp explained that it could be that the device might have formed a pocket where it was implanted and maybe it was swollen or maybe it was scar tissue starting to form or something that it broke free that it could be causing the pain, because those were things that also happens to pacemakers.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that the cause of the implant shifting/migrating was determined and the doctor at stanford said the antibiotic sack and they put around the implant might have burst and they had an extreme reaction to th fluid in the pouch. The steps were or would be taken to resolve the issue was that they had ice pack, medication and almost went to the emergency room (ER), going to the ER in redding, ca was a fiasco. They refused to go and the pain was bad and dissipated some in a few hours. They stated that it took them three days to totally calm down.